Event description:
The customer states the system was slow to boot up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found the system booted up. He rebooted the c-arm a few times with no problems. He checked the system for proper operation. The system performs as intended.